Manufacturer narrative:
(B)(4). The lot associated with this event is unknown; therefore a review of the device history record cannot be performed. Lifecell is attempting to gather patient and procedure specific information including the lot number and device disposition. This literature review is being reported for the serious deterioration in the state of health of the patient with the use of strattice mesh, as hernia recurrence may be treated with medical or surgical intervention. Without any associated lot number information at this time, a relationship between the event and the strattice cannot be conclusively determined by lifecell. If additional information is received, a follow up reported will be submitted.

Event description:
During a literature review, a publication titled "biologic mesh in abdominal incisional hernia: out come from a retrospective study" at the university of padua, italy, reported that patients undergoing incisional hernia repair with biologic mesh (strattice xenograft, fascia lata and pericardium allograft) were reviewed. A retrospective evaluation of clinical data was performed paying specific attention to hernia recurrence and wound complication. From december 2010 to december 2016, 22 patients (11 male, 11 female) with a median age of 60 years were treated. Five patients were treated with the use of xenograft mesh (strattice). Recurrence occurred in 3 patients treated with strattice mesh (60%). The article also reported patients with post-operative major complications who required surgical treatment or ICU admission were 3 (14%). Patients with post-operative minor complications who required ambulatory medications were 4 (18%); however it was not specified if these complications occurred with strattice devices. This MDR is associated with patient 3 that had an alleged recurrence with strattice. Refer to MDR 1000306051-2017-00076 for patient 1 and MDR 1000306051-2017-00078 for patient 2.